Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), myalgia ("muscle pain"), hypovitaminosis ("vitamin deficiency"), deafness ("hearing loss"), thirst ("intense thirst"), amnesia ("memory loss, searching for words"), speech disorder ("speech problem (saying one word for another)"), paraesthesia ("tingling in the extremities"), feeling hot ("sundelly being very hot"), pain ("pain approaching fibromyalgia"), electric shock sensation ("electrical hypersensitivity"), dry skin ("dry skin"), eye pruritus ("itchy eyes"), arthralgia ("joint pain"), tendon pain ("tendon pain"), neck pain ("neck pain"), back pain ("back pain"), gait disturbance ("difficulty walking for a long period of time"), loss of personal independence in daily activities ("difficulty holding a pencil a phone, holding an object") and musculoskeletal stiffness ("difficulty stretching out my arms"). On an unknown date, the patient was found to have weight increased ("weight gain (8 kilos in 8 months)"). At the time of the report, the menorrhagia, fatigue, sleep disorder, myalgia, hypovitaminosis, deafness, thirst, amnesia, speech disorder, paraesthesia, feeling hot, pain, electric shock sensation, dry skin, eye pruritus, arthralgia, tendon pain, neck pain, back pain, gait disturbance, loss of personal independence in daily activities and musculoskeletal stiffness had not resolved and the weight increased outcome was unknown. The reporter considered amnesia, arthralgia, back pain, deafness, dry skin, eye pruritus, fatigue, feeling hot, gait disturbance, hypovitaminosis, loss of personal independence in daily activities, menorrhagia, musculoskeletal stiffness, myalgia, neck pain, pain, paraesthesia, sleep disorder, speech disorder, tendon pain, thirst, weight increased and electric shock sensation to be related to essure. The reporter commented: she has a certification from the mdph [regional centre for disabled people], physical suffering on a daily basis. She has just done tests for the memory loss which has been confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), myalgia ("muscle pain"), hypovitaminosis ("vitamin deficiency"), deafness ("hearing loss"), thirst ("intense thirst"), amnesia ("memory loss, searching for words"), speech disorder ("speech problem (saying one word for another)"), paraesthesia ("tingling in the extremities"), feeling hot ("suddenly being very hot"), pain ("pain approaching fibromyalgia"), hypersensitivity ("electrical hypersensitivity"), dry skin ("dry skin"), eye pruritus ("itchy eyes"), arthralgia ("joint pain"), tendon pain ("tendon pain"), neck pain ("neck pain"), back pain ("back pain"), gait disturbance ("difficulty walking for a long period of time"), loss of personal independence in daily activities ("difficulty holding a pencil a phone, holding an object") and musculoskeletal stiffness ("difficulty stretching out my arms"). On an unknown date, the patient was found to have weight increased ("weight gain (8 kilos in 8 months)"). At the time of the report, the menorrhagia, fatigue, sleep disorder, myalgia, hypovitaminosis, deafness, thirst, amnesia, speech disorder, paraesthesia, feeling hot, pain, hypersensitivity, dry skin, eye pruritus, arthralgia, tendon pain, neck pain, back pain, gait disturbance, loss of personal independence in daily activities and musculoskeletal stiffness had not resolved and the weight increased outcome was unknown. The reporter considered amnesia, arthralgia, back pain, deafness, dry skin, eye pruritus, fatigue, feeling hot, gait disturbance, hypersensitivity, hypovitaminosis, loss of personal independence in daily activities, menorrhagia, musculoskeletal stiffness, myalgia, neck pain, pain, paraesthesia, sleep disorder, speech disorder, tendon pain, thirst and weight increased to be related to essure. The reporter commented: she has a certification from the (B)(6), physical suffering on a daily basis. She has just done tests for the memory loss which has been confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.